Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were crossing to pyxis. A technical support specialist (tss) spoke to the customer, who confirmed that they had coordinated with other resources and that orders were now crossing over successfully. The tss connected to the application server, ran the downtime query, and verified that the interface was connected with messages processing successfully. External inbound messaging services were also checked and found to be running. The tss kept the case open for follow-up, and upon reconnecting with the customer later, customer confirmed no further issues with orders crossing to the es side and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing to all stations from meditech to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.